Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was intermittently unresponsive. Evaluation also revealed evidence of contamination under the up arrow key contact. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4)2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn from the up arrow button towards the top of the keypad. The up arrow keypad button was intermittently unresponsive. The contrast button was unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and evidence of contamination was found underneath the up arrow key contacts. The contrast contact was missing from the pump. (B)(6).